Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: carto 3 mapping system other companies¿ devices were used in this study: quadripolar catheter (bard inc, (B)(4)). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient with diagnosis of left ventricular noncompaction underwent radiofrequency ablation procedure and suffered a femoral arterial¿venous fistula treated conservatively. Additional information has been reviewed. None of the reported complications was related to the use of bwi devices. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿ventricular arrhythmias associated with left ventricular noncompaction: electrophysiologic characteristics, q3 mapping, and ablation.¿ the purpose of this study was to describe the electrophysiologic features and outcomes of catheter ablation of ventricular arrhythmias in left ventricular noncompaction. The study was conducted from january 2006 to december 2014. Nine (9) patients were enrolled in this study. Suspect device is a deflectable 8fr mapping/ablation catheter, however catalog and lot number are unknown.

Manufacturer narrative:
(B)(4).